Event description:
A non-health care professional reported during the intraocular lens implantation the lens was trapped in the cartridge. It was clarified that there was no issue with the lens but cartridge had an issue. There was patient contact but no injury to the patient. The surgery was completed on the same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).